Manufacturer narrative:
The insulin pump was monitored in 50c oven for several days and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was also received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 600 mg/dl. The customer stated that his screen went blank during a bolus. The customer stated that he changed out the battery and received a battery out limit. The customer was advised of the possible causes of the blank display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.